Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient weight is not provided / unknown. Initial reporter¿s first name and email address are not provided / unknown. Additional 510(k) number is k013227.

Event description:
Doctor reports that biomechanical overload/stress fractured the (B)(4) implant collar in tooth site # 14. The implant was removed. Sie was grafted with allograft.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: h6: type of investigation was added: 4109 and 3331. H6: investigation findings was added: 3252. H6: investigation conclusions was added: 4307. The reported device was received for evaluation. The reported condition of a fractured implant was confirmed. Visual evaluation of the as returned product identified fracture at the collar. Additionally, there was bone residue around the external threads. Functional testing could not be performed since the product was fractured. A device history record (DHR) review was completed for the reported device lot. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported event was noted as part of the DHR. A complaint history review was completed for the reported device lot for similar event and no other complaint was identified. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.